Manufacturer narrative:
(B)(4).

Event description:
In early (B)(6) 2010, the pt was experiencing some dizziness so the morphine concentration was decreased from 10 mg/ml to 5 mg/ml; the new dose was 0.432 mg/day. At some point, it was determined that the pump was flipped. A pump revision was done. The pt expired on (B)(6) 2010 secondary to metastatic colon cancer. The physician noted that the pt complaints were "not due to hardware malfunction. Death secondary to metastatic cancer."